Event description:
Pt states that although he had no symptoms, his doctor recommended a hernia repair. Afterwards, he had severe chest pain and discomfort. He could not consume food or ambulate. He was hospitalized for approx one week with a severe life threatening infection. During this time, he was placed on IV antibiotics. During this time, he was placed on IV antibiotics. Currently, he has been unable to have intercourse for three years due to crippling abdominal pain. He is discussing removal of the mesh with his physician.